Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Event description:
It was reported, that the rigid video scope had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customers complaint was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the 3d monocular right eye image had large shadows. Based on the results of the investigation, a probable cause for the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure of the electrical system. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.